Event description:
A report was received that the pt is feeling a stinging, burning and itching sensation at the ipg site. The physician prescribed the pt, lidoderm patches and told the pt to turn the stimulation off.